Event description:
A 100% non-rebreather found to have a 1-2 cm tear along the seam and bag not staying fully inflated, once switched to a new 100% non-rebreather patients oxygen saturation improved to 95-98%.